Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that x-rays were taken and indicated that the lead had migrated out of the epidural space. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned. No product was explanted. Effective therapy was restored.